Event description:
The customer reported the device alarmed continuously without being plugged in even if the battery was charged. A review of the device error log during investigation found n56 (replace battery) alarms. During testing, the device alarmed for replace battery upon power up on dc power. The battery was replaced and the device was connected to ac power and the change battery soft key was pressed. The device was then powered up on dc power and the device passed the self-test without any alarm. The complaint was verified and the probable cause was determined to be related to a known software issue in version 15.02.00.008. Due to the software issue, when there is a replace battery condition and the device is disconnected from ac power, the "depleted battery" alarm occurs in place of the "replace battery" alarm and causes the pump to shut down after 3 minutes.